Manufacturer narrative:
Device codes (a codes) were updated. The service actions (replacing the tubing and adjusting the rinse volumes) resolved the issue. No further issues were reported afterwards.

Event description:
We received an allegation of questionable results for 5 patients' whole blood samples tested with hba1c assay on a cobas 8000 cobas c 502 module. Sample 1 (patient 1):initial result: 14.2%,rerun result: 5.9%;sample 2 (patient 2):initial result: 11.1%,rerun result: 5.5%; sample 3 (patient 3):initial result: 7.8%,rerun result: 6.1%; sample 4 (patient 4):initial result: 8.7%,rerun result: 5.5%;sample 5 (patient 5)initial result: 9.8%, rerun result: 5.5%; the physician questioned the initial results and requested a rerun of the samples. The rerun results were deemed to be correct. A corrected report was issued and reported outside the laboratory.

Manufacturer narrative:
The hba1c reagent lot number was 698229. The expiration date was not provided. The field service engineer (fse) found a hole on top of the rinse tubing of the detergent line. The fse replaced the tubing and adjusted the rinse volumes. Calibration and qc was performed and they were acceptable. Investigation is ongoing. H3 other text : na.

Manufacturer narrative:
Sections d, d1, d2, d2b and d4 were updated.